Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead was "failing" which resulted in six inappropriate shocks. The lead was capped and replaced. No further patient complications have been reported as a result of this event.